Event description:
The complaint/event involved a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave®, 3 clamps, rotating luer. One trifuse of the device was squirting saline during a flush. As additional information, when changing dressing pack for the patient, they also noticed blood backing into the tubing during the flush. There was no report of any human harm.

Manufacturer narrative:
A photo was received from the customer showing the affected sample. No conclusions could be made from the photo. The reported complaint of backflow could not be confirmed. Without the return of the used sample a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history record review.